Event description:
In 2007, the patient was treated with two gore tag thoracic endoprostheses. On the following month, an ultrasound found a hematoma on the right groin. On three days later, the wound was opened and the incision drained. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork could not be conducted because the lot serial number is not known. Conclusions - the access site became infected which necessitated the reintervention.